Event description:
Per information provided: on (B)(6) 2006, patient was diagnosed with upper abdominal incisional hernia thereby underwent repair with the implant of composix kugel mesh (device #1, #2). Per operative notes, ¿omentum was completely removed, and the edges of the hernia were able to be seen. The large composix kugel mesh (device #1) was placed and tacked the edges of this patch to the strong peritoneum and fascia around the hernia. There is a little gap on the inferior aspect of it and placed small composix kugel mesh (device #2) back into the abdominal cavity, tacked it to the abdominal wall covering the defect below it and overlapping the other aforementioned kugel patch.¿ on (B)(6) 2018, patient was diagnosed with recurrent incisional hernia with eventration of mesh thereby underwent repair with the removal of mesh (device #1, #2). Per operative notes, ¿lysed the adhesions between omentum and previously placed hernia mesh. This also included complete mobilization and detachment of what appeared to be a 15 x 10 cm combination of gore-tex and prolene mesh. Once adhesions had been lysed and the mesh (device #1, #2) freed from the anterior abdominal wall, fascial defect with moderate rectus diastases was observed. A 17 x 10 cm round mesh was placed.¿ (findings: previously placed hernia mesh completely explanted).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel patch (device 2). An additional supplemental emdr was submitted to represent the composix kugel patch (device 1). This report is submitted beyond 30-days due to an oversight during processing. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.